Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient was implanted with a new vns lead and generator on (B)(6) 2011 following a previous infection and complete explant of the vns lead and generator on (B)(6) 2007. The cause of the previous infection was due to the patient manipulating the incision sites. The infection took a long tome to clear up per the reporter. The explanted lead and generator were both returned for analysis and no anomalies were identified.

Event description:
Additional information was received that the patient bay rejected her vns and had to spend 3 months in rehab. The infection required IV antibiotics. The patient has since been had their generator and lead re-implanted. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.